Event description:
The pt was implanted with a siltex saline mammary prosthesis on 2/11/98. Subsequently, the pt experienced capsular contracture, infection, extrusion and hematoma. The device was removed on 1/26/99.